Event description:
Philips received a complaint from the customer on the v60 indicating that error message 1102 primary alarm failed had occurred. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer replaced the speakers, but the issue persisted. The rse then recommended to the customer to replace the central processing unit (cpu) printed circuit board assembly (pcba). The customer replaced the cpu pcba to resolve the issue. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.